Manufacturer narrative:
Follow-up 05/11/2016: contact reported that customer's bg levels stabilized after changing infusion set, and customer has not experienced any further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 550 (mg/dl) and ketones determined to be dangerous and/or life threatening for approximately 1 week. Customer changed pump supplies and insulin vials to treat bg levels; however, contact reported that only insulin injections would control the customer's bg levels. Contact stated that customer went to the emergency room on (B)(6) 2016 where they were treated with intravenous fluids, lantus, and humalog. Customer was released in stable condition later that day. Review of pump logs on (B)(6) 2016 by tandem technical support indicated that pump was performing as expected. Recommendation was made to change infusion set and consult with health care provider about diabetes management.